Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested as cloudy effluent. In the same month, the patient began treatment with ceftazidime (dose, route and frequency not reported) for peritonitis. The patient received retraining in aseptic technique. Approximately a month late, treatment with ceftazidime was stopped. The patient recovered from the peritonitis and dianeal therapy was ongoing. No additional information is available.